Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported during intraocular lens (iol) implant in cataract surgery procedure, when the iol was being loaded the haptic was found to be deformed/asymmetric. There was no patient contact and the procedure was completed on same day. Additional information was requested.